Event description:
It was reported that the device left lots of residual adhesive on the skin despite use of adhesive remover. The patient suffered a skin injury from the procedure no information regarding any delay. Further information will be requested regarding how the procedure was completed, the existence of a backup device, the availability of the device for investigation and the part number as it is unknown.